Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non malignant pain. It was reported that the patient's request for change was to eventually have device removed because she did not think it was working that well and she had been going for acupuncture instead. Patient inquired what would happen if she stopped using it. Patient stated it was not doing anything for her and she spent an hour everyday recharging. Patient asked if it was okay to stop charging. Patient services reviewed information and redirected patient to healthcare provider. Patient stated if she charged everyday it took 45 minutes and if she waited between charge sessions, it could take hours and hours. No further complications were reported or anticipated.